Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a serious adverse event where the patient experienced hyperglycemia and could not regulate herself. Her doctor referred her to the hospital. The incident happened on (B)(6) 2024 at 5:30 pm. The patient reported that sensor glucose (sg) reading was 320 mg/dl where as blood glucose (bg) value was 350 mg/dl. Patient received a high glucose alert as it crossed above the high glucose alert threshold of 250 mg/dl. The patient was hospitalized and was treated with insulin.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data to data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the sensor glucose (sg) value at the time of incident was 332 mg/dl. The reported blood glucose (bg) value of 350 mg/dl was not entered into the system for confirmation. Based on the review of alert history, the system asserted multiple high glucose alerts around the time of incident to alert the customer of hyperglycemia. There was no malfunction as the system functioned as intended at the time of incident. Customer's doctor referred her to the hospital where insulin was administered. This incident does not require any further investigation. B4.date of this report 29 may 2024. D4.primary unique device identifier (UDI) number updated to (B)(4). G3.date received by the manufacturer? 29 may 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.